Event description:
The customer reported: rn and gambro product manager, who was present during this event, noticed that the dialysate bag appeared to be empty. No caution alarm occurred to change the dialysate bag. Product manager pressed the date to get the service screen data and the weight reading on the dialysate scale was 199 gm (crtl), still no alarm occurred. The change bag key was pressed and the dialysate bag volume was measured and there was no solution in the bag, maybe 1 cc another prismaflex was turned on and a completely empty bag was weighed (hemosol bo calcium free bag), and it weighed 133 gms. No blood loss was reported.

Manufacturer narrative:
The gambro product manager was present during the event, and intervened to obtain information about the weight of the bag and remaining volume in the dialysate bag. A comparative weight of an empty bag was put on another prismaflex machine and the weight was found to be 133 grams. A gambro technician verified the scales and function of the prismaflex device after this incident. No conclusions as to the cause of this incident were drawn at the time of the event. Further investigation into the incident is being conducted. A follow-up or final report will be submitted once the investigation is concluded. This event occurred during patient treatment, but there was no patient injury or other clinical consequences to the patient reported.